Event description:
The pt reported loss of ejaculate approx 6-months post transurethral microwave treatment (tumt) procedure. It should be noted that the pt also reported that he was treated for prostate cancer with radioactive seeds prior to undergoing the tumt procedure. It is noted per the urologix instructions for use, that previous pelvic radiation therapy is a contraindication for the tumt procedure.

Manufacturer narrative:
It is not known what devices were used in the procedure and no devices have been returned, therefore, no direct product analysis is available. Several attempts were made to obtain further device info; however, no further info is available at this time. It should be noted that the pt had previous radiation treatment for prostate cancer. The pt was contraindicated for the transurethral microwave treatment procedure and should not have been treated by the physician.